Event description:
It was reported that the balance middle-weight (bmw) universal guide wire was advanced to the chronic total occlusion in the moderately calcified, heavily tortuous superficial femoral artery and an unspecified stent was deployed. The stent delivery system (sds) was kept in place when the bmw was removed from the sds, as the physician planned to exchange out the guide wire. However, resistance was met with the sds and the tip of the bmw separated in the anatomy. The separated tip was successfully snared out and the procedure was completed without further incident. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances from the reported lot. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.